Event description:
It was reported that the insulin pump alarmed button error and could not be cleared. Customer removed the battery and alarm is recurring. Blood glucose value is154 mg/dl. Nothing further reported.

Manufacturer narrative:
All the buttons function properly. However, moisture damage was found on keypad traces. No button error alarm noted during testing. The insulin pump was received with minor scratches on the display window, cracked reservoir tubelip, cracked battery tube threads and end cap sticker was missing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.